Manufacturer narrative:
(B)(4).

Event description:
When the patient was sitting the pump, the pump was perpendicular to the abdominal wall. When the patient was supine, the pump was parallel. The pump continued to flip back and forth. A pump revision was being considered. Additional information has been requested, a follow-up report will be sent if additional information becomes available.